Manufacturer narrative:
The reported device was not evaluated. Intuvie no longer provides service support for this model of pump due to obsolescence, part scarcity, and excessive repair costs. The IV tubing required for occlusion/pressure testing is also no longer manufactured, preventing further evaluation. The device will be scrapped. The reported failure is under investigation in CAPA zm2023-23 (zyno pump ¿ occlusion sensor module). Refer to (B)(4).

Event description:
On 09/19/2025, intuvie received trade-in pumps from (B)(6). Pump (B)(6) included a note stating ¿high pressure low 17.49 psi.¿ this was the first notification of the issue; there were no prior allegations or reports of this failure. The condition was identified by ims during servicing and documented on the note attached to the device. Because the issue was discovered in a service setting and not during clinical use, there was no patient involvement or reports of an adverse event.